Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was reproduced as the device alarmed for air in line during simulated therapy. A review of the event history log revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a lifted/peeling ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air-in-line during testing in the biomedical service department. There was no patient involvement. No additional information is available.